Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for inability to cross bioprosthesis was empirically confirmed as no relevant procedural imagery was provided. Available information suggests patient factors likely contributed to the event as the customer reported severe calcification and mild tortuosity. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by right transfemoral approach, crossing difficulty occurred with the 26mm commander delivery system. A 14fr esheath was placed, and a 26mm sapien 3 ultra resilia valve was prepped on the 26mm commander and advanced through the 14 esheath with no problem. The valve was deployed at nominal and was evaluated with tee. A perivalvular leak was observed and it was decided to post-dilate using the commander that was still on the wire in the aortic arch. The commander would not cross or advance, so at this time it was decided to remove the commander from the patient and use a different balloon to post dilate. Once the commander was removed, the patient's pressure dropped, and an arch angiogram was performed to evaluate if there was anything unusual. A small dissection was noticed at the top of the descending aorta. Vascular was called to place an endoluminal graft. The patient was already intubated for procedure, a chest tube was placed, an 18fr sheath was placed, and a size 32 cook graft was deployed in the descending aorta without any complications. The patient was moved to ICU in stable condition.